Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during the ipg replacement (manufacturer report number 3006705815-2020-02095). The x rays showed that the lead was tilted toward right. Patient experienced ineffective stimulation. Surgical intervention may be pending to address the issue.